Event description:
Customer contacted beckman coulter inc. With an erroneously high troponin (accutni) result generated by the access 2 immunoassay system. The original result reported was 2.03 ng/ml and upon repeat was 0.03 ng/ml. The result obtained from another instrument was 0.02 ng/ml. The erroneous result was not reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc performed prior to and after the erroneous result was within the customer's established ranges. A field service engineer (fse) was onsite (B)(6) 2009 and performed a system check which met the specifications. Verification testing was also performed and met published specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.